Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has an specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2010-00212 for info related to the other composix kugel mesh implanted (B) (6) 2002.

Event description:
Attorney reported: on (B) (6) 2002 - two (2) non-recalled bard composix kugel meshes, both (B) (4) lot # 43dmd230. On (B) (6) 2007 - pt's two bard composix kugel patches were repaired. On (B) (6) 2010 - pt's two bard composix kugel patches were explanted. Pt continues to experience abdominal pain and discomfort after her hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.